Event description:
It was reported that the customer experienced a blood glucose (bg) level of 58 mg/dl and vomiting resulting in "swollen" throat; cause was not known. Customer went to the emergency room and was subsequently admitted to the hospital. Reportedly, customer was treated with intravenous fluids of saline and insulin. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.